Event description:
During a pci procedure in an unspecified artery, the quantum maverick monorail balloon ruptured at 18 atms. (The number of inlations is unknown). No patient injuries or complications were reported. Patient status is listed as "good."